Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing of r waves triggering pause events was observed on the implant cardiac monitor. Programming changes were made that corrected the issue. There were no patient consequences.